Event description:
It was reported to boston scentific corporation, that an occlusion balloon catheter was found to have a leak when attempting to be inflated. The balloon was unable to be inflated. The procedure was completed with another occlusion balloon. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual examination of the returned device revealed both proximal and distal balloon bonds were intact and continuous. The balloon was observed to be ruptured in the midsection. The device history record review confirms that this device met all material, assembly, and performance specifications.